Event description:
It was reported that the ventricular lead had high thresholds and high pacing impedance. During the change out procedure, the impedance measured high on the proximal pacing electrode. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies found. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. The proximal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a tear and the overlay tubing of the lead was observed to have blood ingression.